Event description:
The customer used the blood glucose meter to check their glucose level and obtained a result of 136 mg/dl. They felt very low and almost passed out from hypoglycemia. Emts were called and they checked their glucose with their equipment, the level was 40 mg/dl. Patient was taken to the hospital and treated with an IV. Controls were not used on the system. The test strips were removed from the original manufacture packaging and stored against labeling. The device was replaced with new product and authorized for return to the manufacturer for evaluation.